Manufacturer narrative:
Following receipt of additional information, this event will be further updated.

Event description:
It was reported that during a routine follow-up, a lead safety switch (lss) was observed. Additionally and prior to the lss, noise and loss of capture had also been exhibited. Data was sent for a technical review and recommendations. It was communicated by technical services that this lead should be revised, as an integrity issue impacting timing cycles and brady therapy support, has been evidenced. Engineers confirmed the loc while the device was in suspension mode. To date, no intervention has been performed and there were no resulting adverse effects.